Event description:
It was reported that the patient was having difficulty communication ipg to the remote control following an unknown back surgery. Additional information was received that the patient had difficulty charging the ipg following an unknown back surgery.

Event description:
It was reported that the patient was having difficulty communicating ipg to the remote control following an unknown back surgery.